Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation. 2 devices were not confirmed during testing, but were found to have internal wear on components. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
This report summarizes malfunction events in which the device ran without user activation. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.